Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery at t10-pelvis due to kyphosis. On an unknown date, post op, the implanted set screw loosened. The patient also reported pain. Hence, the patient underwent a revision surgery, in which the set screw was explanted; and extension of fusion was performed at t6-t9. The explanted set screw was discarded.